Event description:
It was reported that the transfer set became disconnected from the patient line of the cassette. This occurred while the patient was connected for peritoneal dialysis (pd) therapy. The patient stated that he had disconnected himself in his sleep. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.